Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed and required support to fix. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed and nurses were unable to retrieve the medicines. A field service engineer found that the station was very slow during login, even though it was a newly installed unit. The fse reconnected the biometric identifier cable, rebooted the station, and replaced the biometric identifier, but the issue persisted. The fse then assisted the technical support specialist and coordinated with the hospital¿s information technology (it) team to investigate a possible network issue, providing all required details regarding network port activation. The fse tested all drawers in the station and confirmed that they were functioning properly once logged in. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer five failed required support to fix. The customer stated that they were unable to access the medication from the affected drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.